Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported having a severe allergic reaction with skin peeling and swollen body. Patient did seek medical attention and was treated with prescription medication. Patient did follow proper skin preparation.